Event description:
It was reported the case was broken. It was also reported the device may have been dropped. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) heart lead flex is corroded. Heart block and lead flex cover are contaminated. Upper and lower cases, side bail covers and battery drawer are broken. Two case screws and side bails are missing. The ring is bent.